Event description:
The pt returned to the office for an ICD interrogation. Interrogation of this defibrillator revealed that the pt had one episode of ventricular fibrillation detected and subsequent therapy was diverted. Review of the electrograms revealed that this was due to over-sensing of ventricular fibrillation. The pt was in no arrhythmia at the time and in fact the device inhibited even ventricular pacing during this timeframe, and the pt was asystolic. This has been known to happen with the defibrillator, and the device was therefore reprogrammed into a less sensitive mode. The pt had a noninvasive program stimulation of the defibrillator on the day following the event and was found to have appropriate sensing in the least sensitive setting.